Event description:
Pt was intubated and placed on the ventilator when the ventilator suddenly turned off. The unit was turned back on only to immediately, spontaneously switch back to the off position. The pt had to be manually ventilated until a new ventilator was obtained.